Event description:
It was reported that the patient remote monitor transmission was not transmitted successfully because the device serial number was not available. It was also reported that the device experienced a possible power on reset (por). The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-45 lead (B)(6) 2006. (B)(4).